Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failure. Additional text: two slots of ubc not charging showing red lights. Specific component(s) involved: other component malfunction, specify. Additional text: other component: universal battery charger causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : loaned patient a ubc and sent original to be repaired. Implant device type: lvad.